Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event facial artery thromboembolism (pt: embolism arterial), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00122640, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event.

Event description:
The events increasing swelling, numbness and whitening were considered to be a symptom of facial artery thromboembolism and therefore were not coded. This spontaneous report was received from a russian physician and concerns a 34-year-old female patient (height: 167 cm, weight: 73 kg). She was injected supra periostal with a total of 4 ml of radiesse 3.0 ml, into the zygomatic arch and labial furrow, for collagen stimulation, on (B)(6) 2024. Batch number was reported as a00122640; (expiry date: 06/2025). The batch record review was received and the lot number for radiesse was confirmed as a00122640; (expiry date: 06/2025). A lot search in the global safety database was conducted. She was injected with 2 ml into the right zygomatic arch and labial furrow and with 2 ml into the left zygomatic arch and labial furrow. The patient was injected in 8 injection points (4 points per side), using a 27g size needle and a 22g/50 cannula. The patient was previously injected with radiesse 1.5 ml, on (B)(6) 2023, and it was well tolerated. The patient had a surgical intervention in 2020. The patient was grade ii on glogau classification, had no disposition to lymphdrainage problems and no intake of interferon or omalizumab. The patients medical history, allergies and concomitant medication was reported as none. On (B)(6) 2024, after the radiesse injection, the patient experienced increasing swelling on zygomatic arch on the right side, numbness, whitening and hyperemia. Diagnosis was reported as facial artery thromboembolism. Corrective treatment included intravenous pentoxylin and actovegin and intramuscular dexomethosone and ceftriaxone. After 18 hours, the patients condition improved. The patients swelling was reported as resolved, on (B)(6) 2024. Due to the provided information, the outcome of the events was considered as resolving. In the opinion of the reporter, the event was of mild intensity, not life threatening, not permanent. A causal relationship to the filler injection was not suspected. Follow-up information was received on (B)(6) 2024: the patient previously had rhinoplasty, 3 years prior to the time of this report, in 2021. It was reported the facial artery thromboembolism was not confirmed on the ultrasound diagnostic. The physician believed that after rhinoplasty the patient had non-standard arrangement of the blood vessels and it potentially caused reported adverse event. The outcome of the events was reported as resolved (changed from resolving). In the opinion of the reporter, the event was not serious, however, the treatment was necessary because before the ultrasound diagnostic, the physician clinically suspected permanent damage and seriousness was classified 6 out of 10 (as reported).